Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system alarm during the basic occlusion test due to lose protruded drive support disk. Unable to perform the occlusion, prime test and excessive no delivery alarm due to compromised force sensor system error alarm. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
The insulin pump passed the operating currents test, unexpected restart error test, displacement test but the device received a compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery alarm due to the compromised force sensor system alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that his insulin pump boluses were ineffective. He stated that his blood glucose would remain elevated despite bolusing. The insulin pump had also received a no delivery alarm. The patient's blood glucose at the time of call was 233 mg/dl. The customer experienced nausea and slight fatigue. The time and date were incorrect in the device. However, the basal rates and bolus wizard settings were programmed accurately. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump was returned for analysis.